Manufacturer narrative:
It was reported that on (B)(6) 2024 the syringe used to inflate the foley balloon had "brown particles floating" inside the syringe and the particles "almost looked like cardboard". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2024 the syringe used to inflate the foley balloon had "brown particles floating" inside the syringe and the particles "almost looked like cardboard".

Manufacturer narrative:
Update to d4: lot number. Update to h6: investigation conclusions.